Event description:
It was reported the patient presented with discharge caused by a pocket infection and the pacemaker eroding through the pocket. The entire pacemaker system was explanted. The patient was in stable condition.